Event description:
It was reported that stent damage occurred. The patient presented with a severe lesion in the ostium of the left circumflex artery and marked angulation with a lesion in the distal segment of the marginal branch. Following pre-dilation of the proximal and middle segments of the artery, an unsuccessful attempt was made to advance the 2.25 x 28 synergy ii des drug-eluting stent to the distal segment of the marginal circumflex artery. The physician attempted to position the stent with the aid of a guidezilla catheter without success. When the stent was removed from the guidezilla catheter, stent damage was noticed. There were no patient complications reported and the patient was in stable condition after the procedure.

Event description:
It was reported that stent damage occurred. The patient presented with a severe lesion in the ostium of the left circumflex artery and marked angulation with a lesion in the distal segment of the marginal branch. Following pre-dilation of the proximal and middle segments of the artery, an unsuccessful attempt was made to advance the 2.25 x 28 synergy ii des drug-eluting stent to the distal segment of the marginal circumflex artery. The physician attempted to position the stent with the aid of a guidezilla catheter without success. When the stent was removed from the guidezilla catheter, stent damage was noticed. There were no patient complications reported and the patient was in stable condition after the procedure.

Manufacturer narrative:
The synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 guidewire. No other issues were identified during the product analysis.